Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination of valve, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device was explanted. This record if for the right side.